Event description:
The rn was doing training with the new peritoneal dialysis patient. The tubing was used as directed. At the end of one exchange cycle, the rn opened the machine and noted drips of fluid on the unit panel. The company rep had instructed the rn to call the fresenius technical line which she did. Fresenius requested that lot of tubing to be returned because it could be a tubing defect. The MFR response follows: they are investigating.